Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) had far r over-sensing leading to inappropriate automatic mode switch. No changes were reported. The patient was stable.